Event description:
According to the medwatch (MFR report# 301227912-2019-00001): (B)(6) hospital placenta percreta patient. 33-year-old, female, 75 kg (165 lbs.). Prytime ER-reboa convenience kit was utilized to gain access to deploy an ER-reboa catheter for control of hemorrhage. Ultrasound used for placement of femoral arterial line. No resistance with insertion of catheter to zone 3. Physician inflated to 6 ml for 33 minutes, took down for a period and then inflated again with 3 ml for partial occlusion for 14 minutes. Balloon was confirmed by palpation transabdominal. No resistance at catheter removal. Patient started to bleed again after removal of catheter due to aberrant placental vessels invading the bladder. Second catheter was placed in zone 3, no resistance, inflated with 5 ml for 29 minutes. Bleeding was controlled and 2nd catheter was removed but femoral access was maintained. While moving the patient, the introducer sheath became dislodged and came approximately halfway out of the patient. The sheath was pushed back in blindly by ob fellow. It was identified through physical examination and ultrasound that the cfa had thrombosed with a dissection to the external iliac artery. Patient was taken to or with ir and vascular surgery for angiogram and repair. Patient ultimately discharged with no limb loss. 100 units of blood used during this case and the according to the doctor, he feels the patient would have died without the use of the catheter and regrets not placing the sheath prophylactically.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information provided on the medwatch: "a member of prytime medical devices medical advisory board, dr. (B)(6), was contacted by prytime personnel to provide input on this case. Dr. (B)(6) was unable to get in touch with dr. (B)(6) prior to the required filing of this MDR but based on the available case details she was confident in stating that the patient injury was caused due to the technical error of blindly re-inserting the introducer sheath and not using a dilator over a guidewire".

Event description:
According to the medwatch (MFR report# 301227912-2019-00001): (B)(6) hospital, placenta percreta patient. (B)(6)-year-old, female, (B)(6) kg ((B)(6) lbs.). Prytime ER-reboa convenience kit was utilized to gain access to deploy an ER-reboa catheter for control of hemorrhage. Ultrasound used for placement of femoral arterial line. No resistance with insertion of catheter to zone 3. Physician inflated to 6 ml for 33 minutes, took down for a period and then inflated again with 3 ml for partial occlusion for 14 minutes. Balloon was confirmed by palpation transabdominal. No resistance at catheter removal. Patient started to bleed again after removal of catheter due to aberrant placental vessels invading the bladder. Second catheter was placed in zone 3, no resistance, inflated with 5 ml for 29 minutes. Bleeding was controlled and 2nd catheter was removed but femoral access was maintained. While moving the patient, the introducer sheath became dislodged and came approximately halfway out of the patient. The sheath was pushed back in blindly by ob fellow. It was identified through physical examination and ultrasound that the cfa had thrombosed with a dissection to the external iliac artery. Patient was taken to operating room with ir and vascular surgery for angiogram and repair. Patient ultimately discharged with no limb loss. 100 units of blood used during this case and the according to the doctor, he feels the patient would have died without the use of the catheter and regrets not placing the sheath prophylactically.